Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation the right ventricular lead exhibited noise. No adverse consequences to the patient were reported. The lead was capped and replaced on (B)(6) 2017. The patient is doing fine.